Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The patient¿s meter and test strips have been returned on 10/15/2014 and 10/29/2014, respectively, and evaluated by lifescan product analysis on 11/17/2014 and 11/27/2014, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) (B)(6) alleging that her onetouch verio pro meter was reading inaccurately high compared to another device. Medical surveillance requested customer service (cs) to contact the patient for follow-up questions however cs was unsuccessful in reaching the patient by phone. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged inaccuracy issue began on (B)(6) 2014 at 0:26 am when a reading of ¿267 mg/dl¿ was obtained using the subject meter, compared to a reading of ¿82 mg/dl¿ obtained from a second onetouch verio pro meter. Both readings performed within 30 minutes of each other. Based on statistical methodology, the calculated difference between these glucose results exceeds lifescan¿s criteria for accuracy. The patient also reported readings of ¿377 mg/dl¿ obtained using the subject meter on (B)(6) 2014 at 0:17 am compared to ¿369 mg/dl¿ obtained using the second verio pro meter, a reading of ¿459 mg/dl¿ obtained using the subject meter on august 17, 2014 at 1:59 am compared to ¿530 mg/dl¿ obtained using the second verio pro meter. Based on statistical methodology, the readings obtained on (B)(6) and (B)(6) both fell within lifescan¿s criteria for accuracy. The patient manages their diabetes using insulin and self-adjusts the dose. The patient denied making any changes to her usual diabetes management routine in response to the reported issue. The patient reported feeling symptoms of ¿racing heart, tremble and cold sweat¿ and confirmed the symptoms started prior to the alleged inaccuracy issue. The patient reported treating herself with dextrose and food/drink in response to these symptoms. At the time of troubleshooting, the csr noted that an approved sample site was being used and the testing procedure was correct. The csr noted the patient did not have any control solution. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the reported issue caused or contributed to this serious injury. The patient confirmed that the symptoms started prior to the alleged meter issue, she did not test with the reported product just prior to or at the onset of symptoms, nor did she make any changes to her diabetes management in response to a reading obtained with the subject meter. However, this complaint is being reported as a malfunction because the alleged meter/product issue remained unresolved at the time of troubleshooting.